Manufacturer narrative:
Note: gambro healthcare has made a decision to file a baseline report on the prisma even though the device reported in this incident was not manufactured in the united states and was not in distribution in the united states at the time this report was received. This decision is based on the fact that gambro healthcare is now the MFR of the prisma with distribution in the united states.

Event description:
Blood noted to be leaking around the blood pump during the treatment due to tubing wear from the blood pump rotor. Blood loss was not significant; there was no pt injury or medical intervention.